Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged on the alert of response sensor replacement was generated, sensor updating frequently and the sensor connection complete screen did not display. The customer reported hemorrhage/blood loss/bleeding at the sensor insertion site. The event involved product(s) mmt-7841zw. Troubleshooting was not performed and the customer was unable to run a transmitter test and advised to try another sensor. Customer was reported on an error of sensor the alert of questioning sensor replacement suddenly appeared, and the device was replaced and a new sensor was attached, but the sensor connection could not be completed, so only the transmitter was removed and reconnected 2 to 3 times, but the connection was not completed and the device was replaced. No further patient complications were reported. No product return is required for mmt-7841zw.